Event description:
It was reported that buttons on the customer's insulin pump were unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and missing end cap sticker. No button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.